Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient suffered a hemorrhagic stroke and would continue to be monitored.

Manufacturer narrative:
The patient continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Additional information: a specific cause for the report of hemorrhagic stroke and a correlation with the device could not be conclusively determined. It was reported that the patient remained ongoing on pump support until being explanted on (B)(6) 2014 due to significant recovery. The explanted pump was evaluated under MFR's medwatch # 2916596-2015-00139. No anomalies that would have likely contributed to the reported event were noted, as the pump was explanted six months after the date of the event. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists stroke as a potential adverse event that may be associated with the use of the device. The manufacturer is closing its file on this event.